Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) with an elevated blood glucose (bg) level of over 500 mg/dl and trace ketones. Customer was treated with intravenous fluids of saline and was discharged on approximately (B)(6) 2023 with the issue resolved and no permanent damage. The cause for the reported issue was unknown. Recommendation was made to consult with a healthcare provider regarding diabetes management.